Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion procedure at the levels of l4-s1. About 2 years post-op the screw placed s1 was found to be loosened. Revision surgery was performed sometime post-op to replace the loosened screw and extend posterior fixation to s2. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.